Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to see numbers appear on the insulin pump while priming and trying to change the infusion set. The customer stated that insulin started squirting out. The customer tried again, but the issue persisted. The customer was then unable to exit the rewind stage and was stuck in a loop. The customer received the compromised force sensor system alarm. The customer's blood glucose was 390 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer's insulin pump was no dropped or bumped prior to the alarm. The customer confirmed that the drive support cap was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected rewind mode loop anomaly or preparing to prime loop anomaly was noted during testing. The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.